Event description:
Fluoro capability was lost during pt procedure. No reported pt injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.